Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed; the bending section could not be bent in the up direction at all due to a cut on the angle wire. In addition to the foreign material found in the air/water tube and cylinder, other evaluation findings are as follows: the suction cylinder and the air/water cylinder had no color; the plastic distal end cover and the universal cord were scratched; the adhesives around the light guide lens and the bending section cover was cracked; and the connecting tube had a peeling coat. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope's bowden cable was torn. There was no report of patient harm. The device was returned, evaluated, and the air/water tube and air/water cylinder had foreign material. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water channel and air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.